Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, it was reported that ¿the clips loose, causing stapling incompletely and incorrectly.¿ does this mean that there were staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? How was the procedure completed?

Event description:
It was reported that during a colorectal procedure, during the firing of the device, it advances the firing and stapling. When open the device, the clips were loose, causing stapling incompletely and incorrectly. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55m4y. The analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with staples and with the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test cartridge reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.